Manufacturer narrative:
It was noted during failure analysis that during disassembly the service technician found internally vented electrolyte and a damaged circuit board. The primary failure was thermal damage.

Event description:
The cd small aseptic battery was sent for service and during evaluation it was noted that the housing was melted and the contacts were black. There was no patient involvement and no adverse consequences associated with the device.